Event description:
It was reported that the pt underwent a repair of an umbilical hernia by open intraperitoneal placement of mesh on (B)(6) 2009. The wound discharge summary dated (B)(6) 2009 as well as the post-op visit dated (B)(6) 2010 was unremarkable. Post-operatively, the pt reports on the six-month questionnaire dated (B)(6) 2010 and the twelve-month pt f/u questionnaire dated (B)(6) 2010 that the hernia recurred and that the recurrence has been confirmed by a doctor in (B)(6) 2010. No reoperation has been reported. The pt is not taking any medication for any problems related to the hernia. Additional info was requested.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.